Event description:
Boston scientific received information that remote monitoring of this device revealed a high out of range shock impedance measurement. This information was provided to the physician and is being further monitored. A follow up visit was performed. Provocation testing did not reveal any noise and no changes in impedance. No adverse patient effects were reported. Subsequently, a replacement procedure was performed. This right ventricular lead was surgically abandoned. Impedance testing did not reveal any out of range impedance during provocation of the device. A decision was made to also replace this device. Upon removal, visual inspection revealed the header was loose. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.